Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. No constant tone was noted. The pump was unable to verify battery out limit alarm or perform the functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The pump had minor scratched display window.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she forgot to take her pump off while swimming last night. The customer took the battery out to let the pump dry and received battery out limit alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.